Manufacturer narrative:
As part of our investigation, on june 10, 2020 a field service engineer (fse) was dispatched to the customer¿s site to service the aer. The lid was replaced per the oer-pro technical guide. The software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. Since the actual lid was not returned for evaluation the repair history was reviewed and found no service performed within the past year. A complaint history review was performed for this model and phenomenon and found one similar report. Based on that investigation, the fracture surface analysis, was a brittle fracture. Possibly caused by stress on the lid due to something being stuck between the lid and retaining rack/washing. Further analysis was performed and a similar device (oer-3) possessed by the manufacturing business center (mbc) was used to reproduce the phenomenon. The lm confirmed that the lid cracks are related to following acts: close the lid while connecting tube is placed on the basin. Close the lid while something hard, such as a scope, is placed on the retaining rack. Close the lid while washing case being placed obliquely at the retaining rack. It is possible that the suggested event was due to mishandling from similar complaints and reproduction of the event. The instruction manual states in the ¿warning¿ section of chapter 4 reprocessing operations. ¿when closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.¿

Event description:
The service center was informed that the user facility¿s oer-pro automatic endoscope reprocessor (aer) lid was cracked. There was no report of a leak. No fumes or smoke were reported. There was no positive device cultures. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the DHR review confirmed that the subject device was shipped in accordance with specifications. A history review showed that the subject device was not repaired in the past year. The legal manufacturer also, reviewed the investigation from similar complaints and found no evidence that the phenomenon was attributed to the design or structure of the aer. The legal manufacturer reported that based on the investigation, though it was difficult to specify, it was presumed that the cause of the reported event was as follows: -close the lid while connecting tube is placed on the basin. -close the lid while something hard, such as a scope, is placed on the retaining rack. -close the lid while washing case being placed obliquely at the retaining rack.